Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer replaced pmc board and reseated connections. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 6 failed hardware. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.